Event description:
The pt had the pump replaced and was told that there was a catheter issue, that it was disconnected from pump. The physician didn't replace at that time and the pt was being scheduled for a 2nd surgery. The pt also stated she had developed a seroma (date unknown). No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported.